Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with the implantable pulse generator (ipg) at end of service (eos) after being lost to follow-up since implant. The patients right ventricular (rv) lead was found to have no capture, high thresholds, and high impedance. An x-ray and fluoro showed a potential lead fracture due to a possible subclavian crush. The device was removed and replaced while the rv lead was capped and a new lead implanted. No patient complications have been reported as a result of this event.